Event description:
A peritoneal dialysis (pd) patient had contacted customer service to report that the liberty cycler set lines are too short. They also stated while completing treatment the patient line came apart while they were sleeping and wet the bed. They stated they had to stay up for remainder of the night for the whole week to complete treatments. They also stated they cannot reach the bathroom. No adverse events or injuries were reported. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information provided in a2, a3, a4, and b5.

Event description:
Additional information received states that the leak came from the ¿cassette connection¿ due to the new shortened patient connector line. It was not confirmed if supplies were connected correctly. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient is continuing treatment without further issue. The cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Additional information received states that the leak came from the ¿cassette connection¿ due to the new shortened patient connector line. It was not confirmed if supplies were connected correctly. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient is continuing treatment without further issue. The cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.